Event description:
On (B)(6) 2011, pt admitted to hospital with sepsis, died the next day. Surgery (B)(6) 2011 for recurrent hernia, repaired laparoscopically with physiomesh and secured. Emergency laparotomy (B)(6) 2011 with removal mesh and repair small bowel enterotomy. Operative report states, "one of the secure straps was actually turned around in the fascia with the points into the abdomen. This is where the bowel violation occurred."